Manufacturer narrative:
H3: product ID 977119 serial# (B)(6) was returned for product analysis. Analysis found a clinician application/telemetry anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostim ulator (ins). The manufacturer representative (rep) reported that on (B)(6) 2024, while in pre-op, the rep was setting up the permanent implanted neurostimulator (ins).  They first programmed a wireless external neurostimulator (wens) that was programmed with a 3777 lead, and then did the settings transfer function to transfer the wens settings to the new ins.  After transferring the wens settings to the ins, they were no longer able to connect to the ins as they were seeing a system error 0x5d4bae06 message; the ins was stuck on that error message. The rep tried 3 different tablets, but the issue did not resolve.  They then tried a different ins and that one worked fine.  No symptoms reported.  No issues reported on the wens. Rep sent in the communication manager logs for 9/16/24. Rep noted the error message occurred during the case, not preop. Before the case (preop) they entered the information into the wens, anticipating that hcp was going to test the leads interop- which they did not, therefore rep used the switch device feature during surgery to transfer the information to the ins. Rep placed the tablet communicator over the ins for the ¿switch device¿ and this is where the error message occurred (in the middle of the surgery case), the ins could no longer be read (attempted with 3 different tablets). Rep attached session logs for the two tablets used. Tablet 1 contained logs for stim trailing app, inceptiv, and communication manager app (patient data services- no logs for 9-16-24). Tablet 2 contained logs for inceptiv and communication manager (no logs for 9/16/24 on stim trailing or pds). *once again, there were no 9-16-24 logs for pds on either tablet. Rep noted they were in a hurry because they were in the middle of the surgery that needed an ins (other than the non-readable ins they were on the phone about) to implant, which they had a backup ins that worked. This was an elective ins replacement with possible lead revision (patient spoke with hcp about getting new leads that would allow for mris). At the start of the procedure the existing lead placement was checked with xray and hcp was pleased with the current placement. Due to the good lead placement, patient¿s good stimulation coverage, and no issues with the leads- hcp elected not to implant new leads. The existing leads were implanted in 2005 and hcp was concerned that scar tissue would affect the placement of new leads and cause the patient to loose stimulation coverage, therefore the existing leads/ extensions were left alone. Since this was an elective replacement, there is no associated report.

Manufacturer narrative:
Update to h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.